Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation is ongoing. Fsca initiated by hamilton medical ag, internal reference number: (B)(4). FDA ref: (B)(4).

Event description:
It was reported to hamilton medical ag, that: on (B)(6) 2026, a malfunction occurred involving a hamilton-t1 ventilator (pn 161009 / sn (B)(6)) during patient use at spital hirslanden. The issue occurred during the transfer of an intubated patient. All pre-use checks had been completed successfully and no abnormalities were identified prior to use. However, after the ventilator was connected to the patient, the device malfunctioned. Specifically, the ventilator delivered inspiratory breaths, but expiration did not occur properly. An alarm indicated that expiration might be blocked. Troubleshooting measures, including disconnecting the device, restarting it, and repeating device checks, were performed, but the malfunction persisted. As a result, air entered the patient but could not be effectively exhaled, and the ventilator could no longer be used safely. Manual ventilation using a bag-valve mask was therefore required during patient transport in order to maintain adequate ventilation. Patient involvement with medical intervention (manual ventilation using a bag-valve mask) was reported. However, no patient, user or third party harm was reported.